Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed in the patient data flags, however was unable to be duplicated. Upon investigation, contamination was found on j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.